Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiencing low blood glucose (bg) ranging from 40-50's mg/dl during the night. Reportedly, low bg events occurred when the customer became pregnant. Customer had been working with a doctor to adjust settings. Customer addressed bg with juice.